Event description:
It was initially reported that the patient was having an increase in seizure activity, which was above her pre-vns baseline levels. There were no known changes in lifestyle or medications. The patient's battery was checked and working fine and is not expected to be replaced at this time. Good faith attempts to obtain additional information are still in progress.